Event description:
It was reported via repair work order that both foot end side rails were stuck in the down position due to rusted timing link pivots. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.